Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent lumbar interbody fusion due to lumbar stenosis. Intra-operatively, the cage was loaded into the inserter at the time of the event, and filled with auto-graft from the patient. When the surgeon was tapping the implant into place, the cage popped open and would not close. All of the pieces of the implant were removed before the surgeon proceeded to implant a different 8x23 mm cage. There were no patient complications as a result of alleged event or not.